Manufacturer narrative:
The device in question has been returned to mmdg and is currently undergoing an investigation. A follow up to this report will be filed when the investigation has been completed.

Event description:
The initial reporter stated that the patient experienced an adverse reaction after an infusion with a curlin pump was discontinued unexpectedly. They state the pump "just shut off" during the infusion. The patient is milrinone dependant and was hospitalized after the infusion stopped unexpectedly. The patient was hospitalized on (B)(6) 2016 with acute chronic heart failure exacerbation. She was discharged from the hospital on (B)(6) 2016. The patient has remained in stable condition since she was discharged from the hospital. (B)(4).

Manufacturer narrative:
The device in question has been returned to mmdg for evaluation. During the investigation the pump log was reviewed. The complaint can be confirmed through the pump history. However, there was a system interrupt logged when the pump was turned back on, which is indicative of the pump being unable to go through its shut down procedure. Several tests were performed to try to duplicate the complaint. Mmdg was unable to replicate the event.

Event description:
This report is a follow up to 1722139-2016-00537. The corrections that need to be made are a completed investigation and the notice of death that mmdg received on (B)(6) 2016. (B)(4).